Event description:
Ous MDR - this patient presented to the ER due to symptoms of syncope. A device check revealed lead impedance greater than 2500 ohms and polarity automatically switched to unipolar pacing. The physician was unsure if the issue was the connection of the lead or the lead itself. The pacemaker and lead were explanted and replaced. Should additional information become available this file will be updated.

Manufacturer narrative:
The pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 90%. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. At a next step the impedance measurement functions of the device were tested, proving the impedance measurement functions to be normal and as expected. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection multiple abrasion marks were noted along the lead body. However, the insulation was intact. Furthermore the lead tip was covered in calcified appearing tissue residuals which can be considered as the root cause of the clinical observations. After removing these tissue residuals the lead tip did not show any peculiarities. The electrical analysis was properly feasible without any deviations. In particular the pacing impedance was within the specifications. A statement regarding the provided x-ray image cannot be given due to the poor quality; in particular the distal area of the lead is not clearly visible. The pacemaker was analyzed and proved to be fully functional. The analysis did not show any deviations from the technical specifications. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the pacemaker functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.